Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load sequence. Reportedly, 480 units of insulin was loaded into the cartridge. Customer's blood glucose level was 145 mg/dl. Customer was able to successfully load a new cartridge onto the pump.